Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4) investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical records and sticker sheet received. After review of medical records for MDR reportability, patient was revised to address metallosis. Revision notes reported of metal versus debris present and trunnionosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges as a result of the implantation with the asr hip implants patient suffered pain and suffering, disability, physical impairment, disfigurement, excessive levels of chromium and cobalt and the loss of the capacity for the enjoyment of life. Patient is bilateral. Update: 04/13/2017 please transfer (B)(4). Update apr 13, 2017. Litigation received. Added stem/sleeve in the product information for the alleged excessive levels of chromium and cobalt. There is no revision information provided. This complaint was updated on may 2, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr medical record received. After review of medical records for MDR reportability, the patient was revised due to loosening of right total hip arthroplasty. The patient experienced pain, elevated cobalt and chromium levels. Revision note reported there was some metal versus debris present, noted to have trunnionosis, femoral implant found grossly boost and unstable,had bone growth that impeded removal of stem, a pseudomembranes and some fibrous tissue were removed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.